Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a tlh procedure, the health care provider had 6 reloads break at the junction point where the suture is connected to the needle. This occurred when he was trying to throw his 1st loop. To correct the issue new reloads were opened. The sutures with the issue were thrown away. There was no patient injury and no medical or surgical intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.